Manufacturer narrative:
Beckman coulter field service engineer (fse) was previously on site to evaluate the au680 chemistry analyzer for a related event. At that time, the fse observed no issues with ise calibration or selectivity data. While running ise primes, the fse observed substantial bubbles in tubing line going out from ise reference valve. The fse cleared bubbles from tubing line, performed multiple primes after with no further bubbles. The fse returned to the customer site to evaluate this event and replaced the mixing bar, ise mix motor, and solenoid valve which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2020-00359 which addresses the event that occurred on (B)(6) 2020.

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.